Event description:
It was reported that during a lung resection procedure after firing the device, the staples were malformed. The surgeon found the tissue retaining pin could not be pushed to the end. Then hand sewing was used to complete the procedure.